Event description:
Pt was being fed using an enteral pump. Agitated pt pulled on the device dislodging it from the pump and causing the safe-t-valve to break. Caused a free-flow of enteral solution. One liter of enteral solution was hung at the time of the event, but the reporter did not know how much solution was delivered. There was no illness, injury or medical intervention following the event. One pt involved.